Event description:
Approximately seven months post implantation, the patient was found deceased at home with both batteries disconnected.

Manufacturer narrative:
The case is with the local coroner with no further information available at this time.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was found dead at home with both batteries disconnected. The controller ((B)(4)), battery ((B)(4)), and pump ((B)(4)) were not returned to the manufacturer for evaluation; the pump remained implanted postmortem. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed there may have been a double power disconnect event, on the reported event date, followed by a successful pump motor start. The most probable root cause of the reported 'vad stop' event can be attributed to a double disconnect. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).